Event description:
The report from the field indicated that there was difficulty inflating the stent delivery system (sds) balloon. Thus, the stent would not expand and was unable to be deployed. There was no reported patient injury. There is no additional information available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.